Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the screen of the pump due to the crack of the screen of the pump customer unable to saw screen well and reports pump was not functional to use. The customer reported no adverse event. The event involved product(s) pump mmt-1885. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-1885 and customer response was the pump mmt-1885 will be returned for analysis.

Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched lcd window (minor), scratched case, stained keypad overlay and pillowing keypad overlay. Cosmetic damage was confirmed at the lcd window screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.